Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the pacemaker was implanted on (B)(6) 2018, the basic rate was programmed to 60 min-1 and the rate response function was not deactivated. Upon interrogation on (B)(6) 2018, it was observed that the rest rate was programmed to 50 min-1. The rest rate was manually reprogrammed to 60 min-1.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, after the pacemaker was implanted on (B)(6) 2018, the basic rate was programmed to 60 min-1 and the rate response function was not deactivated. Upon interrogation on (B)(6) 2018, it was observed that the rest rate was programmed to 50 min-1. The rest rate was manually reprogrammed to 60 min-1.